Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient was not able to turn on the implantable neurostimulator (ins) on and a power on reset (por) code was displayed. The ins switched off. The patient met with their surgeon for a "control" on (B)(6) 2016 and the device was all right and working. That night, the patient stopped the ins as usual. On the following morning, the patient was not able to turn the ins on and the por message was displayed. There were no external factors reported. The manufacturing representative met with the patient on (B)(6) 2016. When the ins was interrogated, the device was found to be "reinitialized" and the manufacturing representative had to enter the date and hour. The name and programming were still in the ins memory. The manufacturing representative was not able to turn the ins on with the clinician or patient programmers or do an impedance measurement. The ins battery seemed okay. No surgical intervention occurred and the surgeon was waiting for additional information to decide to explant and replace the device. The patient was alive with no injury. The issue was not resolved at the time of this report. The manufacturing representative reported three weeks later that no code displayed with the por. The por message was able to be cleared. The patient had emi with induction cooking system when the por displayed, this was the cause of the ins not being able to be turned on. The ins has been able to be restarted. The impedances were checked and correct. Stimulation was still effective. The ins was not explanted.